Manufacturer narrative:
The event date is unknown. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. As a result, their ipg became inoperable. In turn, the patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
Additional information received/gathered revealed the patient's ipg was explanted and replaced to address their issue.

Manufacturer narrative:
Patient's weight was received and provided.